Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty drawer board, control board and retractor band. A field service engineer replaced the faulty drawer board, control board and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the main drawer 5, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.